Event description:
Looks like the 19cm pc catheter was lacerated near the cuff, appeared to be cut by a scalpel. Removed catheter, placed a new one. Patient was bleeding from the tunnel where the catheter was placed. Product code and lot number unknown as this device was not placed at this facility. No other info. Known.